Event description:
Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon could not duplicated.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, an error (e216) occurred. There was no report of patient injury associated with the event.